Event description:
It was reported that the user questioned receipt of a basal insulin dose when their glucose was 84 mg/dl and referenced a low glucose event that occurred the prior afternoon; the event was explained as basal delivery resuming after a 20-minute period without insulin, and user education and troubleshooting were provided, including the option to speak with another trainer or reset the device. Investigation of this case revealed no device malfunction was identified and use conditions explained the observed basal dosing after a brief suspension. No symptoms associated with low glucose. Outcomes included self-treatment with oral glucose. It was concluded that the device functioned as expected and user education was provided regarding basal insulin behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.